Event description:
Related manufacturer report number: 2017865-2022-06494. During an in clinic follow up, noise resulting in oversensing on the right atrial (ra) and right ventricular (rv) leads was noted. Diagnostic imaging was performed and no anomalies were noted. The ra and rv leads were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.